Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported shocking sensation in the abdomen all over stomach like things were alive in there. The patient stated her healthcare professional (hcp) told her to turn off and see if that will go away. She wanted help with turning off the ins. She stated the device was working when on great and has been dry. It was noted that the therapy was on. They decreased the amplitude, but it did not eliminate the uncomfortable stimulation. No further complications were reported or are anticipated.